Event description:
The procedure was sfa/pop atherectomy and pta, via contralateral femoral access. The turbohawk was inserted and used a designed. After multiple passes, the physician noticed the wire buckled. When trying to remove the device, he noticed a pronounced bend in the wire. The physician was able to remove the wire and device but noticed the wire lumen on the back of the turbohawk nosecone had been pulled away from the nosecone itself. Upon cleaning the device, the scrub tech either noticed or caused a perforation of the nosecone. They were unable to clean the device thoroughly because of it. Fortunately the atherectomy portion of the case was complete. Evaluation of the returned device on (B)(4) 2013 noted that the marker band was not incorporated in the tapered tip's guidewire lumen and was not received for evaluation. The location of the marker band is not known at this time.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. The instructions for use (IFU) instructs "caution: if the device is not rotating easily, do not torque the catheter shaft more than 360 degrees in one direction. Doing so could result in device failure such as shaft kinking or tip fracture." The IFU also includes, "never advance the distal tip of the turbohawk catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the turbohawk catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit."